Manufacturer narrative:
The insulin pump failed displacement test and motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify encoder signal out alarm or perform the prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump had cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a motor error and motor position encoder error alarm after exposure to MRI. The customer¿s blood glucose level was 13.0 mmol/l at the time of the incident. The customer was hospitalized due to a fall and had his insulin pump on during an MRI. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields. Advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.